Event description:
It was reported that a pericardial effusion was noticed during a redo atrial fibrillation case. The caller reported that they had already completed ablation of the left 2 veins and the posterior wall. The caller reported that when the farawave catheter was moved to the right superior vein, the patient's blood pressure slowly dropped. The caller reported that the physician had trouble getting the farawave catheter to the right superior vein. The caller reported that a "little" pericardial effusion was confirmed and noticed on ice and x-ray. The caller reported that the pericardial effusion kept growing. The caller reported that an interventional cardiologist was called in. The caller reported that one application had been performed on the right superior vein before the pericardial effusion was noticed. The caller reported that a post-voltage map of the left atrium with the octaray catheter showed that everything was isolated. The caller reported that the procedure was able to be completed. The caller reported that the medical intervention provided was a pericardiocentesis. The caller reported that at the end of case, the physician commented that when attempting to get to the right superior vein, he believed that the catheter may have been pulling on the septum and may have caused it. The caller reported that the injury was most likely caused by the faradrive sheath. The caller reported that the last known patient status was stable and still intubated. The caller reported that the patient had been moved to ICU. The caller reported that the physician was considering doing a cardiac window if the patient was still having blood loss. The caller reported that the carto 3 system was used for mapping and the farapulse system was used for ablation. The caller reported that petal xml was used. The caller reported that the following 3 bwi catheters were used in the case: soundstar catheter, the webster cs catheter & the octaray catheter. The caller was unable to provide details about the bwi catheters. The caller reported that the bwi catheters were discarded. Fse follow-up was not requested. Reference report: mw5175248. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".